Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia and was treated with amio boluses. Additionally, there were purge pressure high and purge pressure blocked alarms. No kinks were observed in the lines. The purge cassette was changed without resolution. Tissue plasminogen activator was added to the purge to resolve the alarms. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. Investigation summary: the device was returned for evaluation. Tachycardia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Purge pressure high: clinical reported purge pressure high alarms with tissue plasminogen activator (tpa) resolving the issue. The returned product was inspected and there was foreign decayed material in the cannula and by the impeller. There was also biomaterial beneath the impeller. The pump was run in the lab and high purge pressure did not reproduce. The cause of the issue was not established as no product defects were found and no logs were returned for analysis. Device history review: the pump passed all post sterile inspection checks

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding sequence of events and resolution. Additional codes were added in h6 (type of investigation). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Tpa was initiated through the purge by their pharmacist. This was successful in fixing the problem. The device was unable to be returned due to the facility discarding it before we could collect. No other information available at this time.

Manufacturer narrative:
D9 and h3 updated. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.